Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a representative sample from the same lot number as the actual device was returned for evaluation. Upon inspection it was noted that the device had cracks and fins. The product was noted to be out of specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2014 and suture was used. During the procedure, the suture pulled off of the needle at the swage. There were no adverse consequences to the patient.